Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute: 1.3 mmol/l and 5.8 mmol/l. No actions taken based on device results. No adverse event reported.